Manufacturer narrative:
Submit date: 3/1/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that the customer had an issue with the enteral feeding pump. Upon triage of the unit, service found the unit did not alarm when turned on and when the buzzer option was selected.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of ¿service found the unit did not alarm when turned on and when the buzzer option was selected.¿ the unit was triaged and the reported condition was confirmed. No audible tones were observed. Buzzer volume was checked and found to be at the maximum setting. The unit was disassembled. Visual inspection found that component q21 in the audio circuit had been damaged, causing one of the leads to lift off of the pcba. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.